Event description:
Reference number (B)(4). Event occurred in the united states. On 06-aug-2024, it was reported that the patient faced that infusion set cannula was inserted with blue plastic needle guard and forgot to remove it within 3 hours of insertion at thigh. The patient also reported that he had slight bleeding on insertion area. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.